Manufacturer narrative:
A supplemental report is being submitted for a correction. Section h7 remedial action was corrected to check the recall box, which was erroneously omitted from the prior report. Section h9 correction number was corrected to include the correction number, which was erroneously omitted from the prior report. Section h10 was corrected to include the product event summary, which was erroneously omitted from the prior report. Product event summary: four (4) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection and functional testing. The batteries were able to adequately charge and provide power to a test controller. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several momentary disconnections involving (B)(6) within the analyzed period. Momentary disconnections will result in an audible tone or 'beep'. It is likely that the observed momentary disconnections were perceived as the reported "alarm to connect a battery". As a result, the reported alarm event was confirmed. The reported battery not power event could not be confirmed; however, it is likely the observed momentary disconnects were perceived as the reported no power. There is no evidence that the lubrication servicing had been performed on the associated power sources. Based on the available information, the most likely root cause of the event can be attributed to momentary disconnections between the controller and batteries. CAPA pr00389403 investigated momentary disconnections. Even though this CAPA is closed, (B)(6) fall within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: additional products: d4: serial or lot#: (B)(6), d9: yes, return date: 01-jul-2021, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): b01, b15, h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14. D4: serial or lot#: (B)(6), d9: yes, return date: 01-jul-2021, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01. D4: serial or lot#: (B)(6), d9: yes, return date: 01-jul-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 30-jun-2017, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 30-jun-2016. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 30-jun-2017, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 30-jun-2016, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 30-jun-2017, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 30-jun-2016 . Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the batteries exhibited inabilities to provide power associated with an alarm to connect a battery despite the batteries being connected. The batteries will be replaced. No patient complications have been reported as a result of this event.